Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the ivc filter with distorted fragments, and ivc filter occlusion. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Occlusion and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the ivc filter with distorted fragments, and ivc filter occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the phase two discovery form, the patient has a history of pulmonary embolism and high grade bowel obstruction surgery. The patient attributes the medical conditions of attempted removal, fractured filter with distorted but displaced struts, chronic illiocaval obstruction, and illiocaval recanalization to the filter. The patient reports pain from the attempted unsuccessful ivc filter removal, foot, ankle, and leg pain, severe swelling of feet, ankles, legs, and genitals, lack of energy and sex drive, and mental anguish.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of bowel cancer with resection and post-operative bilateral pulmonary embolism (pe), varicose veins, depression, anxiety, asthma and gastric ulcer. An exploratory laparotomy with lysis of adhesions was done for small bowel obstruction post cancer resection. Anticoagulation was stopped pre-op and the ivc filter was inserted. A venocavagram was done and the ivc measured 28.5 ¿ 29mm at the l3-4 level. The optease filter was placed in the infra-renal position and repeated venocavagram showed ideal placement. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter with distorted fragments, and ivc filter occlusion. Per the patient profile form (ppf), there is a fractured filter strut located in the right common femoral vein and that the patient has blood clots, clotting and/or occlusion of the ivc and that the filter was unable to be retrieved. The patient had an unsuccessful attempt to remove the filter thirty-eight months and eighteen days post implantation. The patient reports to be suffering from emotional distress, severe swelling of the feet, ankles, legs and genitals, foot, ankle and leg pain, lack of sex drive and lack of energy. The patient reports to only be able to walk for short distances due to lack of energy, and dislike of the appearance of his legs and feet. The patient had an abdominal mesh removal for abdominal wall varicosities which was complicated by bladder injury on or around thirty-two months and twenty-eight days post implantation. At around this time, the patient had post-operative bilateral deep vein thrombosis (dvt) and complained of bilateral lower extremity edema and pain, and only being able to walk approximately 100 feet, and is worse at night. A day after, the patient had occlusion of the distal ivc and bilateral common and external iliac veins extending to the common femoral and femoral veins, findings consistent with may thurner¿s syndrome. An ivc venogram showed the ivc filter was fractured with distorted but un-displaced fragments. Thirty-eight months and seventeen days post implantation, the patient had successful ivc and bilateral lower extremity recanalization with venoplasty and stent placement from the ivc to the femoral veins bilaterally. Follow up venogram of the pelvis and proximal lower extremities showed good venous flow from the lower extremities into the ivc with no areas of stenosis, occlusion. There were no reported complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt, iliac vein occlusion and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Peripheral edema, anxiety, difficulty walking and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of bowel cancer with resection and post-operative bilateral pulmonary embolism (pe), varicose veins, depression, anxiety, asthma and gastric ulcer. An exploratory laparotomy with lysis of adhesions was done for small bowel obstruction post cancer resection. Anticoagulation was stopped pre-op and the ivc filter was inserted. A venocavagram was done and the ivc measured 28.5 ¿ 29mm at the l3-4 level. The optease filter was placed in the infra-renal position and repeated venocavagram showed ideal placement. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter with distorted fragments, and ivc filter occlusion. Per the patient profile form (ppf), there is a fractured filter strut located in the right common femoral vein and that the patient has blood clots, clotting and/or occlusion of the ivc and that the filter was unable to be retrieved. The patient had an unsuccessful attempt to remove the filter thirty-eight months and eighteen days post implantation. The patient reports to be suffering from emotional distress, severe swelling of the feet, ankles, legs and genitals, foot, ankle and leg pain, lack of sex drive and lack of energy. The patient reports to only be able to walk for short distances due to lack of energy, and dislike of the appearance of his legs and feet. The patient had an abdominal mesh removal for abdominal wall varicosities which was complicated by bladder injury on or around thirty-two months and twenty-eight days post implantation. At around this time, the patient had post-operative bilateral deep vein thrombosis (dvt) and complained of bilateral lower extremity edema and pain, and only being able to walk approximately 100 feet, and is worse at night. A day after, the patient had occlusion of the distal ivc and bilateral common and external iliac veins extending to the common femoral and femoral veins, findings consistent with may thurner¿s syndrome. An ivc venogram showed the ivc filter was fractured with distorted but un-displaced fragments. Thirty-eight months and seventeen days post implantation, the patient had successful ivc and bilateral lower extremity recanalization with venoplasty and stent placement from the ivc to the femoral veins bilaterally. Follow up venogram of the pelvis and proximal lower extremities showed good venous flow from the lower extremities into the ivc with no areas of stenosis, occlusion. There were no reported complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt, iliac vein occlusion and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Peripheral edema, anxiety, difficulty walking and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Addendum for additional information received: according to the information received in the patient profile form (ppf), there is a fractured filter strut located in the right common femoral vein and that the patient has blood clots, clotting and/or occlusion of the ivc and that the filter was unable to be retrieved. The patient underwent the attempt to remove the filter thirty-eight months and eighteen days post implantation. The patient reports to be suffering from emotional distress, severe swelling of the feet, ankles, legs and genitals, foot, ankle and leg pain, lack of sex drive and lack of energy. The patient reports to only be able to walk for short distances due to lack of energy. The patient also reports to not like the appearance of the legs and feet due to the swelling (which occurs every day) and veins. According to the information in the medical records, the patient has a history of bowel cancer with resection and post-operative bilateral pulmonary embolism (pe), varicose veins, depression, anxiety asthma and gastric ulcer. Exploratory laparotomy with lysis of adhesions done for small bowel obstruction post cancer resection. Anticoagulation stopped pre-op and the ivc filter was inserted. A venocavagram was done and the ivc measured 28.5 ¿ 29mm at the l3-4 level. The optease filter was placed in the infra-renal position and repeated venocavagram showed ideal placement. There were no reported complications. Thirty-eight months and seventeen days post implantation, the patient presented for iliocaval recanalization with possible removal of the ivc filter versus stenting around the filter. The patient had an abdominal mesh removal for abdominal wall varicosities which was complicated by bladder injury on or around thirty-two months and twenty-eight days post implantation. At around this time, the patient had post-operative bilateral deep vein thrombosis (dvt) and complained of bilateral lower extremity edema and pain, and only being able to walk approximately 100 feet, and is worse at night. A day after, the patient had occlusion of the distal ivc and bilateral common and external iliac veins extending to the common femoral and femoral veins, findings consistent with may thurner¿s syndrome. An ivc venogram showed the ivc filter was fractured with distorted but un-displaced fragments. The patient had successful ivc and bilateral lower extremity recanalization with venoplasty and stent placement from the ivc to the femoral veins bilaterally. Follow up venogram of the pelvis and proximal lower extremities showed good venous flow from the lower extremities into the ivc with no areas of stenosis, occlusion. There were no reported complications. A review of the manufacturing documentation associated with lot 15610330 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.